Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd curve access system (was) and 40mm watchman flx pro laa closure device (wds) were selected to be used. During the procedure air entered in the patient laa. The air was noted during the unsheathing of the watchman device in the laa. The air felt to have been from the wds and not the was. The attempted intervention was aspirating the wds. The device was difficult to clear during preparation process and flushed thoroughly manually, but it was felt that the device was successfully prepared. The procedure was successfully completed using the original method and/or device. The patient was hemodynamically stable, no change in condition noted and there were no patient complications.